Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the device was found to be in device in backup reset mode with no defibrillation therapy available. The patient was lost to follow up, and it was suspected eri/eol. The device was explanted and replaced. The patient condition was fine.